Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion at l3/4/5 due to "lscs". Intra-operatively, during plif between l3/4, the right cage interfered with the left cage, the left cage fell to the side and was placed lying down about 90% compared to normal placement (looked like a lif.) When confirming the x-ray, the forward protrusion seemed to be about 1/4 to 1/5 of the cage. Placement of another cage was given up and sponge bone was filled on the posterior side of the cage, and the procedure returned to normal. There was a delay of less than 60 mins in procedure time as a result of alleged event. There were no patient complications as a result of alleged event.